Event description:
It was reported the pt was not feeling well and there was pus coming from her neck incision. The pt was instructed to go to the hospital. The pt was hospitalized and her entire scs system was removed due to an infection at her lead incision site. The pt is being treated with antibiotics and cultures were taken.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.